Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing cartridge and resuming insulin. Ultimately, the customer reverted to an alternate method of insulin therapy.